Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "the PICC cannot be used for power injection. There was no harm but the patient needed to get stuck with an IV. Patient has cancer." It was stated the patient does not have an infections disease. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "the PICC cannot be used for power injection. There was no harm but the patient needed to get stuck with an IV. Patient has cancer." It was stated the patient does not have an infections disease. No other information was provided.